Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture - baker grade unknown.

Event description:
Healthcare professional reported implant rupture and capsular contracture - baker grade unknown. Device has been explanted and replaced with a non-abbvie device. This relates to the left side.

Event description:
Healthcare professional reported, implant rupture. And capsular contracture, baker grade unknown. Device has been explanted and replaced with a non-abbvie device. This relates to the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified. It is not possible to determine, the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture-breast: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: one opening assessed, as unidentified (tear) opening (shell thickness within specification). Capsular contracture-breast: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported, left side implant rupture. And capsular contracture, baker grade unknown. Device has been explanted and replaced with a non-abbvie device.